Event description:
It was reported that the user experienced rising blood glucose while using the ilet and attributed the issue to an infusion site likely placed in scar tissue; the user attempted to correct the high by announcing a meal, was advised not to use meal announcements for correction, and performed a site-only change followed by guidance to complete a full supply change if glucose continued to rise. Symptoms included hyperglycemia with blood glucose values reported at 242 mg/dl and a confirmatory fingerstick of 251 mg/dl. Outcomes included user education on appropriate use of meal announcements and troubleshooting steps for suspected infusion site issues. Investigation included technical support review and user counseling on device use and infusion site management. Investigation of this case revealed that improper infusion site selection and use of meal announcements for correction were probable contributors to the hyperglycemia. It was concluded that the event was related to use error associated with infusion site placement and correction strategy, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.